Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reproduced the reported symptom constant door not fully latched messeges caused by a failed upper auxiliary assembly. As a result, the upper auxiliary assembly was replaced.

Event description:
It was reported that a pump alarmed constantly door not fully latched message. It was also reported that there was no patient incident.